Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention took place on 01 december 2023 wherein the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended which caused it to be inoperable. Surgical intervention may be undertaken at a later date to address the issue.